Event description:
Report number two of two received of fluid getting past the backcheck valve. The customer states that the patient was to receive an antibiotic via 100cc mini-bag hung piggyback to the primary line. The primary IV fluid volume was one liter. Both of the lines were infusing via gravity. The primary line had a mini-bag to allow delivery of the secondary piggyback. The clinician was standing at the bedside and noted the fluid level in the primary line drip chamber was going up. The secondary line was turned off and the primary line infused for a short time. The secondary line was opened again and the drip chamber began filling up again. The secondary line was turned off and the primary line infused for a short time. The primary line was then changed and the antibiotic was infused without further problem. There was no report of any adverse patient effect. Additional patient information was requested, but no further information was available.